Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed; he stated that he had already done everything he needed to do to resolve it. The customer explained that he was calling to get information about upgrading the insulin pump. He stated that he had three adverse events in the past and wanted to use a newer system. The customer was assisted with the upgrade process. The device will not be returned for analysis.